Manufacturer narrative:
Concomitant medical product: ddbc3d1 ICD, implanted: (B)(6) 2016; 5076 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Additionally, low impedances were noted on the high voltage coil, which resulted in the patient receiving an appropriately delivered shock at a reduced voltage. Insulation damage was suspected. The right atrial (ra) lead also exhibited undersensing during recorded episodes of atrial fibrillation (af). The physician plans on programming rv lead therapies off as the patient's condition has improved. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that an internal review of data transmitted from the implantable cardioverter defibrillator (ICD) indicated that the shocks had been delivered for an episode of ventricular fibrillation (vf), and short circuit protection was triggered during high voltage therapy. This resulted in less than the programmed high voltage energy being delivered, however it was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response and the shocks were suspected to be inappropriate. The ICD and high voltage right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that following the first occurrence of short circuit protection that had been triggered during the inappropriate high voltage therapy for atrial fibrillation (af) with rapid ventricular response, therapies had been programmed off. The patient later received an ablation procedure and detections were programmed back on, however additional shocks were delivered with less than the programmed high voltage energy that were suspected additional short circuit protection events. Therapies were programmed back off per the patient's request and the physician's preference.